Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels (approximately 400 mg/dl). Prior to being hospitalized, customer attempted to lower bg level using insulin pen. Customer was treated with intravenous drip and released the same day with no permanent damage.